Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the supplemental 01 medwatch report. Please reference section d4 serial number and d4 primary UDI number updates. The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective transformer on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.